Event description:
Philips received a complaint from the customer, reporting that the locking caster and column assembly were broken. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's locking caster and column assembly were broken. The customer was provided with the part numbers for ordering replacements. The investigation is ongoing.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed on 16-sep-2024, 27-sep-2024, and 03-oct-2024 for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.